Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to pain and instability. Rep reported that the mdm liner disassociated from the cup, one screw was broken and two were bent at the screw head. Metal ions were reported in the wounds.